Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported that they did not think the implant is not working and that their implant had moved and evidently one of the "stimulator things moved and was very uncomfortable. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that the stimulator works but the vibration was uncomfortable. They also stated that the cause of the stimulator not working/moved was unknown. No further complications were noted or anticipated.